Event description:
It was reported that a patient implanted with an impella 5.5 developed an unspecified infection with elevated white blood cell count. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.2 required intervention was selected incorrectly on the initial report that was submitted. A new selection was added. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. No product was returned for investigation. The root cause of the infection was unable to be determined due to insufficient clinical details. The device history review was completed and the device passed all post sterile inspection checks.